Event description:
It was reported that the air hose was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that air was leaking from the air hose. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, the air hose has been replaced to resolve the issue. There is no information how long the hose has been used. Purpose of the hose is to supply oxygen to the ventilator. The issue was decided to be reported based on available information as defective hose may lead to stop of ventilation. Defective part have not been available for further evaluation. The root cause to the reported issue has not been determined.